Manufacturer narrative:
Concomitant medical products: 6935m55 lead implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under sensing on stored electrograms (egm)with falsely classified termination of ongoing atrial arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.